Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 06/26/2014.

Event description:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2014-00111 to provide the date that additional information was received by the manufacturing facility.

Manufacturer narrative:
An unused sample of the concomitant competitor's device was obtained and evaluated; however there is no code available. The concomitant competitor's unused sample was received and evaluated. For purposes of this report, this device will hereafter be referred to as "seeker" catheter. Visual and magnifying inspection of the seeker catheter found that it had a rigid distal tip. The inner diameter measured 0.48mm which is within the size applicable for use with terumo radifocus glidewire advantage (actual sample). A reproductive test was conducted using a terumo sample from current production and the seeker catheter sample. The glidewire and seeker catheter were combined and were inserted into a phantom vessel with a curvature radius of 7mm. The glidewire was repeatedly pushed in and pulled out of the seeker catheter 50 times. There was no damage generated on the urethane outer layer of the glidewire. This process was again repeated and a slight cut was made on the proximal edge of the glidewire which resulted in no damage to the distal edge of the glidewire's urethane outer layer. A third reproductive test was conducted to simulate stenosis and a calcified vessel. A slight cut was made on the proximal edge of the glidewire before combining with the seeker catheter. The combination was pushed in and pulled out 25 times which caused the edge of the proximal urethane coating to peel and roll back over the glidewire in the distal direction. No further damage was found on the distal edge of the urethane outer layer. Based on the investigation findings, there is no indication that this event was related to a device defect or malfunction. The findings suggest that the proximal end of the urethane out layer of the actual sample was damaged due to stenosis and vessel calcification and the manipulation of the actual device with the concomitant competitor's device. Device labeling does address the potential for such an event in the warnings section of the instructions-for-use by statements such as: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00111 to provide additional information concerning the evaluation of the concomitant competitor's unused sample in relation to terumo's actual device performance during this event.

Event description:
The user facility reported that the coating became sheared on the glidewire device during a procedure. The following information was provided by the user facility: a seeker catheter was in use in combination with the radifocus glidewire advantage; the devices were inserted into the patient's superficial femoral artery (sfa); upon retrieving, the wire was reported to have "gotten stuck inside the catheter" causing the glidewire's coating to strip; no portion of the coating completely detached from the wire; the entire device was able to be retrieved; and there was reportedly no harm to the patient.

Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. Evaluation of the returned sample by the manufacturing facility confirmed that the polyurethane coating had been damaged, sheared and rolled back in the distal direction exposing the core wire. Examination also confirmed that no material had become completely detached from the device. A review of the device history record and shipping inspection record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported sheared coating was related to a preexisting device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).